Manufacturer narrative:
Event conclusion cpi analysis found that the ipg passed all automated electrical measurements and paced and sensed normally during all tests. The device passed all atrial sensing tests. Atrial sensing was normal in both unipolar and bipolar lead configurations. The ipg meets specifications, therefore cpi could not confirm the allegation.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no sensing in the atrial channel at the time of implant. The physician elected not to implant the ipg.